Manufacturer narrative:
(B)(4). The deivce was received. Investigation is not complete.

Event description:
Device issue: dislodged stent. Time of device issue: prior to procedure. Adverse event: none. It was reported that after pre-dilatation with a 2.5x15 voyager in a mildly tortuous mid right coronary artery, the 3.5x23 ml vision was advanced to the lesion and an attempt was made to deploy the stent; however, when ivus was performed no stent was visible. The ml vision was removed and the stent implant was found to be in the tray filled with saline during pci preparation. It is possible that the stent dislodged when it was removed from the protective sheath. There were no reported adverse effects. No additional information was provided.